Event description:
It was reported that the elective replacement indicator did not trigger in the pulse generator. The device was explanted and replaced due to low battery voltage. The patient tolerated the procedure well.

Manufacturer narrative:
The field report of eri not triggered when device reached eri level was not confirmed in the laboratory. The device was tested on the bench and analysis indicated device had reached eri three days after explanted, and device successfully sent notification alerts on that same day, and no anomalies were found.